Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was implanted with the ci concerned on (B)(6) 2013. The device was tested intraoperatively, and obtained results were within normal limits. Activation was performed on (B)(6) 2013, but the implant's serial number could not be read. The audiologist decided to wait 2 weeks to allow swelling to go down. On (B)(6) 2013, activation was attempted again, but the implant's serial number still could not be read. No reaction was observed to stimulation.